Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system advisory displayed and illumination failure experienced during surgery. The procedure was completed without patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on (B)(6) 2013. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported illumination issue cannot be determined conclusively. Based on the information obtained, the root cause of the reported system message cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).